Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired malformed clips; the jaws look bent. The shape is hard to describe, however, some clips are included in the return. Another device was used to complete the procedure. No adverse consequences reported.